Manufacturer narrative:
It was reported that tests were conducted during an inspection that separately tested the functionality of the leads and the ICD. For test purposes, the lv lead was connected to the rv channel, during which the electrical lead check and the impedance measurements provided normal expected values. The tests yielded no indications that could have led to the circumstances observed clinically. After the incident, the system was explanted and returned for analysis. During analysis, mechanical and electrical properties of the ICD and the leads were checked. We were able to confirm the test results previously attained during the inspection. The lead and the ICD exhibited full functionality. The analysis results yielded no indications that could point to the cause of the circumstances observed clinically. No deviations from technical specifications could be found that could be related to the clinical complaint. The coagulated blood in the lead lumen was probably introduced by a stylet. No materials defect or manufacturing defect could be determined for the lead or for the ICD.

Event description:
After an implantation time of approx 3 months, a recorded pacing impedance of <200 ohm was reported. The system removed was: lumax 300 hf-t, MDR 1028232-2009-00368.